Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: what was the exact reason for the revision of head and poly? Conversion of hemiarthroplasty to total hip due to progression of osteoarthritis (original surgery was done for fracture nof).

Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, catalog, primary UDI number), d10 (concomitant), g4 [PMA/ 510(k)]. Corrected: d1, d2a, d2b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary- no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Clinician review 10-03-2025: agree that this should be converted to npi. The event describes primary implantation of a hemiarthroplasty hip construct due to patient having sustained a non-product related femoral neck hip fracture. No product allegations, event occurred prior to any implants being present.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that the patient underwent a second total hip revision. Coral stem has fractured at the neck region. According to the surgeon, the patient did not have a fall, was simply stretching to put his pants on and felt it give way. Surgeon also stated that the patients posterior hip capsule was deficient. The patient had previously complained of groin pain and had seen two other surgeons in relation to this for hip arthroscopies where they performed psoas tendon releases. Stem was very well fixed and took considerable effort to remove from the femoral canal. Patient's original surgery was for a hemiarthroplasty bipolar for a fractured neck of femur. This was later revised to a total hip with the femoral stem left in situ and the acetabular converted from a bipolar to a pinnacle thr. Affected side: right hip this report captures the first revision.